Event description:
The implantable neurostimulator scar had a small opening ever since implant. The opening became red, sore, and measured 1 inch long by 1.5 inches wide. It was reported that the area was infected since implant. The primary location of the infection was the device pocket, which was cultured (results not reported). Infection symptoms included pocket erosion. The device system was explanted and the infection resolved. The pt did not develop meningitis. Perioperative antibiotics had been administered at implant.